Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong cv catheter that are cleared in the us. The pro code and 510 k number for the groshong cv catheter are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported bacterial infection, pain and erythema as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a central venous catheter placement procedure using the groshong cv catheter. Post procedure on (B)(6) 2025, the patient allegedly started experienced symptoms of tunnelitis with pain, redness and induration along the tunneled catheter path. The patient was admitted to the intensive care unit. Further information received stating a dermohypodermitis which is a bacterial infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong cv catheter that are cleared in the us. The pro code and 510 k number for the groshong cv catheter are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a central venous catheter placement procedure using the groshong cv catheter. Post procedure on (B)(6) 2025, the patient allegedly started experienced symptoms of tunnelitis with pain, redness and induration along the tunneled catheter path. The patient was admitted to the intensive care unit. Further information received stating a dermohypodermitis which is a bacterial infection. There was no reported patient injury.